Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the slide clamp was broken in half. The reported condition was verified. Since there was no abnormality reported on the set prior to use, the cause of the condition could potentially be a use related issue during handling of the product. However, the exact cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp solution set was observed cracked. The event was further reported as during a "dox/vincristine/etop" patient infusion, the blue clamp to open the door was inserted and "the clamp cracked in half". Half of the clamp remained in the pump. Chemotherapy was stopped for 35 minutes and required re-priming of the drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.